Event description:
It was reported that the blade is overheating in cast cutter during a procedure at user facility. The procedure was completed successfully with no delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. Device was repaired and returned to the customer after passing the final inspection.